Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead. The oversensing resulted in pacing inhibition of 6 seconds. The rv lead was removed and replaced. The cause was suspected to be lead damage, but analysis confirmed the lead passed electrical testing and the insulation damage observed was induced during the explant procedure. This crt-d remains in service. No additional adverse patient effects were reported.